Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump delivered entire insulin in cartridge into customer by itself twice. During first instance customer became unconscious and paramedics were called; treated with glucose via drip for two hours; did not go to hospital. During the 2nd instance customer was given sugar by caregiver and disconnected from the pump. Requested return of the alleged device for evaluation.